Manufacturer narrative:
(B)(4).

Event description:
According to the reporter: during a laparoscopic gastric bypass procedure, there were problems with the device. The needle would fall out. The needle fell into the abdomen of the patient but was retrieved with an endo grasper. No patient issues, the patient is ok.